Event description:
It was reported that during the implant procedure the physician attempted to place the left ventricular lead into the lateral branch, but the lead would not make the bend. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis. Blood/body fluid was observed on the distal conductor (not obstructed).